Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant, faced difficulties with company injector the piston that goes over the implant, had bad folding's, sometimes the possibility to take out the implant and put it with a cartridge, sometimes no other possibility but to use a new implants. The haptic was positioned upside down under the optic. Additional information was requested, but no further information is available.